Event description:
It was reported that 7 of the bd plastipak¿ luer-lok¿ syringes experienced foreign matter, contaminated. 2 of 2 related files. The following information was provided by the initial reporter, translated from portuguese to english: 7 units present a foreign matter inside the syringe's barrel (it appears to be similar to a piece of the rubber from stopper).

Manufacturer narrative:
E.1 initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 of the bd plastipak¿ luer-lok¿ syringes experienced foreign matter, contaminated. 2 of 2 related files. The following information was provided by the initial reporter, translated from portuguese to english: 7 units present a foreign matter inside the syringe's barrel (it appears to be similar to a piece of the rubber from stopper).

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 17-aug-2023 h.6. Investigation summary: four samples and photos received by our quality team for investigation. Through visual inspection, foreign matter identified as dirt was found in the packaging and on the syringe. Additionally, damaged packaging/holes can be observed on the blister pack of product. Moreover, retained samples from the same lot were evaluated, no defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, possible root cause for damaged packaging is associated with misalignment between the forming and sealing tool, vision system will be updated. Possible root cause for foreign matter-dirt is associated with cleaning and segregation process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10